Event description:
It was reported that the device was not sensing the atrial events due to post¿atrial ventricular blanking (pvab). Programming changes were discussed but not made. The patient will be monitored. There were no adverse health consequences to the patient.